Manufacturer narrative:
No button response due to flattened dome switch on up and down arrow button. Unable to confirm a35 alarms due to keypad anomaly. No scrolling numbers noted on display.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Customer also reported that the device alarmed with a motion sensor test failure. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.